Event description:
Caller states the patient tested 6.4 inr on the coagucheck s system and 4.78 inr on a camparison lab. No action taken on device result. No adverse event reported. Requested return of suspect system and replacement was sent.